Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a year ago the health care provider changed the patient's battery and put in another lead. The implantable neurostimulator has not worked for the last couple of months and the patient needs her stimulator working. The patient is working on scheduling an appointment to have a reprogramming session with a manufacturer representative and was told what to do to have her stimulator ready for him to reprogram. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.